Event description:
Customer reportedly received the following results on the nano system within 10 minutes on (B)(6) 2013: 266 mg/dl, 83 mg/dl, and 260 mg/dl. Customer also received the following results on the nano system within 10 minutes: 128 mg/dl and 56 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.